Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml exactamix eva (ethylene vinyl acetate) bag was leaking from the side of the bag. The leak was observed while compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between july 30-31, 2025. H11: the actual device and three (3) photographs of the sample were provided for evaluation. Visual inspection was performed on all the samples and the reported issue of leakage was not easily identified. Functional leak testing of the actual sample was performed and leaks were identified on the eva lay-flat bag on the front and sides. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.